Event description:
Pt reported receiving an 84 (technical inspection alert). Patient indicated that she experienced elevated blood glucose (386 mg/dl). Patient indicated that the piston rod and adapter were used longer than recommended.